Event description:
It was reported via clinical studies, exactech truliant knee clinical study, that a 53 yo female patient, height: 68 in, weight: 168 lbs, who had initial implant surgery on her right knee on (B)(6) 2019 for the primary indication of osteoarthritis, was seen approximately 6 months post the initial procedure. Patellar clunk syndrome indicated. Action taken, diagnostic and operative arthroscopy of the right knee with limited synovectomy. Related to device or procedure is unknown. The study indicates outcome resolved on (B)(6) 2020.

Manufacturer narrative:
Concomitants: 02-020-11-0330 - truliant ps cem fem ps cem right sz 3. 02-022-45-3020 - truliant tib fit tray cem sz 3f / 2t. 02-022-35-3009 - truliant tib imp ps insert sz 3 9mm. Device not returning due to clinical study policies. Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
H2: based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of patella clunk and arthroscopy cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.